Event description:
Didn't have string attached: tampon [device physical property issue]. Consumer reported via e-mail that tampon didn't have string attached. No injury reported.

Manufacturer narrative:
There is insufficient information to perform a product investigation.